Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-05579. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and a rotawire were selected for use. During the procedure, it was noted that the rotawire was unable to advance into the burr and the device broke. The procedure was completed with another burr. No patient complications reported.